Event description:
While preparing for skin prep on patient in the or for right femoral artery exploration, a statlock device was removed from the right thigh. Alcohol was not used to remove the device as per manufacturer's recommendation. Upon removal, the top layer of the patient's skin remained attached to the statlock device and was completely removed from the thigh. As per plastic surgery consult performed on the following day, the patient sustained a partial thickness skin injury in the shape of the statlock device. The wound was assessed and determined to be superficial. It was felt that it would heal without the need for split thickness graft. The treament consisted of a dressing with bacitracin and adaptic. On discharge, the wound was described as nearly healed with 2cm dry eschar noted.